Event description:
MRI port-a-catheter defective portion of catheter appears to have slice in it. Defective portion of catheter cut out and not used by physician remainder of port-a-cath implanted in pt.